Event description:
Balloon ripped while being passed down vessel.manufacturer representative contacted; waiting for shipping materials.

Event description:
Balloon ripped while being passed down vessel.manufacturer representative contacted; waiting for shipping materials.